Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately high when compared to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began in the ¿middle of september¿. At an unspecified date/time, the patient stated he obtained blood glucose results that were ¿25-30 points off¿ compared to another device, performed within an unspecified time from each other. The patient manages his diabetes with insulin (unknown type and dosage). The patient stated he took an increased dose of insulin (unknown type and dosage) in response to the alleged inaccurate result(s). The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿sweaty, nauseous¿. The patient claimed he self treated with insulin (unknown type and dosage) in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any test strips at the time to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.